Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber was found cracked and leaking water during patient use. It was also reported that the pulse oximeter alarmed. Additional information regarding the reported event has been requested from the healthcare facility. There was no further patient consequence reported.